Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was over 309 mg/dl. No troubleshooting was done during the phone call as the customer was not present. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.